Event description:
A malfunction was reported with a code indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.